Event description:
Per the rt that was taking care of this patient: at 1022 o2 flush activated. ¿ the rn was called to bedside by the patient stating he can¿t breathe. The rn pushed the flush o2 button to suction. Vent was not alarming disconnect prior to her arriving at bedside or when the patient was motioning, he can¿t breathe. At 1023 the ventilator alarmed it was disconnected at ventilator side after the rn suctioned. At 1054 the situation was simulated to see if the alarms would go off. It is stated by the rn that the circuit was disconnected prior to suctioning and she only noticed after she suctioned that the circuit was not connected to the vent. If the vent was not alarming, would there be anything on the log to show this situation?